Event description:
A doctor alleged that multiple patients had experienced chipping of their restorations.

Manufacturer narrative:
Patient information with regard to gender, age and weight was not provided. The doctor could not recall specific number of patients or incident details. The doctor patched up the restorations for each of the patient. To date, all of the patients are doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.